Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure for in-stent restenosis of another MFR's stent, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and average tortuous mid left anterior descending (lad) coronary artery. Two non-bsc balloon catheters were advanced but failed to cross the lesion. The 15mm x 1.50mm maverick over-the wire balloon catheter crossed the lesion; however, the balloon ruptured at 4 atms on the initial inflation. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".